Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) was displaying low augmentation and the iab pressure read in "negative" numbers. The issue was not constant but happened often. A chest film confirmed correct placement. The insertion site was noted to be femoral. They were advised to attempt to use the central lumen for blood pressure (bp) and were walked through the steps to connect the transducer. After a 15 second flush and zero, they reported that the waveform was much better and the bp was closer to the cuff pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).